Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited low out of range pacing impedance measurements on the right ventricular (rv) lead. Currently, this product remains in service and no adverse patient effects were reported.